Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event is unable to be identified; however, the event likely occurred due to physical stress. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." 2) "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the coating of the connecting tube was peeled for an area over 1 millimeter square. Other observations for the device: universal cord is dented; angulation in the up direction is out of standards due to the worn angle-wire; light guide lens is broken; corrosion from electrical connector due to the leakage; insulation resistance value on distal-end is out of standards due to the pinhole at distal end rubber coating (a-rubber); and waterproof failure due to the pinhole at a-rubber. The user¿s complaint was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for evaluation and repair for the issue of leakage from a channel occurring during preparation for use for a diagnostic procedure. There is no patient involvement and no harm reported to any patient. The intended procedure was completed without delay with another similar device. Upon evaluation of the returned device, it was observed that the coating of the connecting tube was peeled for an area over 1 millimeter square. This medwatch is being submitted for the reportable issue of the coating of the connecting tube peeled for an area over 1 millimeter square, as observed during device evaluation.